Event description:
It was reported that during a lap gastric procedure, it was found that the electrode tip was bent. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the shaft bent. The instrument was tested for continuity and was found to be conforming. No conclusion could be reached as to how the shaft became bent.